Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the suture break or did the needle separate from the suture during this patient procedure? Reply: needle and suture separated from each other. Do you have a photo for visual analysis? Reply: no. Lot number? Reply: qkbbcz. What tissue was being approximated or sutured when it broke? Reply: skin texture. Were there any adverse patient consequences? Reply: no. Procedure date? Reply: (B)(6) 2022. Events reported via 2210968-2022-00770.

Event description:
It was reported that a patient underwent a facelift surgery on (B)(6) 2022 and suture was used. During the procedure, the suture and needle separated. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4). Date sent to the FDA: 4/6/2022. H6 component code: g07002 device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported via 2210968-2022-00769 and 2210968-2022-00770.